Manufacturer narrative:
Information was provided that the 21.5 diopter lens was replaced with a non-toric 22.0 diopter lens. (B)(4).

Manufacturer narrative:
The lens was returned. Solution was dried on the lens. Solution was dried on the lens. The optic has scratches near the center. The lens is cut/torn into two pieces, typical of an insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. The returned lens was scratched, and cut into two pieces typical of an insertion and removal. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information was provided that the 21.5 lens was replaced with a 22.0 diopter lens. (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient felt "spread light". The lens was exchanged. Additional information was requested.

Manufacturer narrative:
(B)(4).